Event description:
It was reported that since the patient¿s pump was replaced in (B)(6) 2014, he had not been able to walk because his legs are too weak. Prior to the pump replacement in (B)(6), he was able to walk with a walker. The pump had been filled once since the implant and nothing had changed with the dose from prior pump. The baclofen dose had been decreasing since the implant in (B)(6) because there was concern that the patient was getting too much baclofen- therefore causing the leg weakness. It was noted that in (B)(6) the patient had an appointment and he had ¿no reflexes¿ so they sent him to rehab, but he was still weak. The patient¿s wife would like to have the patient checked out as soon as possible. The pump was infusing baclofen (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4)